Manufacturer narrative:
Trending data was reviewed for the period of 2005 trough 2007, and no unfavorable trend was observed. Initial evaluation of the pump identified the root cause as defective pump head mechanism "b". Further evaluation was conducted on the pump head which revealed a communication error between the user interface module and pump head module.

Manufacturer narrative:
The device is not being return to baxter canada technical services for evaluation. The device was repaired on-site. The cause of the fail code was due to a defective pump-head module. The pump-head module was replaced.

Event description:
International complaint received from another country complaint coordinator. The facility reported that they encountered fail code 804:29 on channel ¿b¿ on their colleague volumetric infusion pump. The customer reported that the incident occurred during a blood pressure stabilization maneuver and the patient required medical intervention to avoid injury, due to the sudden stopping of the infusion. The pump was infusing levophed on a triple channel on line ¿b¿. When the pump failed the patient¿s pressure fluctuated , a bolus dose was given to stabilize the blood pressure. The patient¿s pressure returned immediately to a normal range and no other effects were noted.